Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose for 1 to 2 hours. The customer¿s blood glucose was 154 mg/dl, 45 mg/dl, 34 mg/dl and 347 mg/dl and the sensor glucose was 67 mg/dl, 78 mg/dl, 60 mg/dl, 130 mg/dl and 118 mg/dl. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Insulin delivery was suspended due to sensor values. Customer states he was having issue with sensor calibrating. Customer states he was getting sensor updating. Customer reports they did not receive a calibration not accepted alert. Customer has experienced behavior for more than 3 hours. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The device will not be returned for analysis.